Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35 leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: a photo was returned to bd for evaluation, and the leak was observed. Five retained samples have been checked. Visual inspection shows no defects. Positive pressure test has been performed in 4 of the 5: the results are acceptable. Functional testing was performed with the fifth sample. No leak appeared when it was connected to the vial and syringe. Device history record was checked and no quality notifications were found. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process: - visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). - critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: the following visual inspections are performed by the operator: - safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. - verify the correct welding of the membrane, color and aspect. - cylinder assembly. Piston must be fixed by the safety sleeve. - needle housing should rotate clockwise and tip of the cannula must be observed. - cannula length (with a caliper gauge). - functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. - positive pressure test is performed according to (B)(4) to verify the properly welding of the sealing as well. Results of this test have been acceptable. Conclusion: the defect was confirmed in the picture, however no defects were found in retained samples.